Event description:
It was reported that the customer was not feeling well while experiencing high blood glucose. At the time of reporting, her blood glucose level was 537 mg/dl, which she treated with a manual insulin injection. She did not feel well enough to troubleshoot. No equipment was returned. No additional info was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.